Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
An accident involving a patient who had a tornier aequalis reverse right shoulder prosthesis implanted. Specifically, the patient was operated on again after suffering pain and after radiographic control for mechanical fracture of the humeral prosthetic stem (broken humeral body on the tightening screw between body and stem, no tightening of the assembly screw connecting screw.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any further information is provided, the complaint report will be reassessed.

Event description:
An accident involving a patient who had a tornier aequalis reverse right shoulder prosthesis implanted. Specifically, the patient was operated on again after suffering pain and after radiographic control for mechanical fracture of the humeral prosthetic stem (broken humeral body on the tightening screw between body and stem, no tightening of the assembly screw connecting screw.